Manufacturer narrative:
Date of initial report: 2017-03-14. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a sub-total gastrectomy, the device did not completely seal. An end tone indicating a completed cycle was heard when the issue occurred. No patient injury resulted and another device of the same type was used to continue the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold k.o. 5-10-18

Manufacturer narrative:
One used lf1723 ligasure device was received, and evaluation of the sample could not confirm an issue with partial sealing. However, an alternative issue with alarms was identified that would prevent the device from activating or completing a seal cycle. Further examination of the device found the internal grey wiring had been incorrectly routed and was crushed between the two body halves, causing alarms with any attempted activation. The investigation identified the cause of this issue as an error during the assembly process. No trend has been associated with this issue, and a review of the device history records found no further potentially contributing factors. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.